Event description:
The customer reported that, the patient suffered a pericardial effusion and that after ablating a high output, a cardiac tamponade occured. It was reported that a pericardiocentesis was performed with drainage. The patient has been reported to have recovered and prognosis has been reported as excellent.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart."